Event description:
On (B)(6) 2012, the reporter contacted animas stating that on (B)(6) 2012, the patient experienced a blood glucose (bg) value up to 600mg/dl. The reporter reportedly treated the patient via insulin pen when she noticed that the bg was still elevated after she treated the patient via the pump. It was noted that treatment via the insulin pen still did not resolve the patient's elevated bg. On the morning of (B)(6) 2012, when the patient awoke, the patient's bg was reportedly 345mg/dl with no symptoms. The reporter reportedly bolused via the pump to treat the patient's bg at 9:35am and the patient's bg decreased to 135mg/dl. It was noted that the patient's bg elevated later on that afternoon and the reporter reportedly used the insulin pen to try and resolve the issue. There was no indication of a site/set issue. The pump reportedly emitted a "low cartridge" alarm and the reporter stated she replaced the cartridge. Customer support (cs) reviewed the pump history with the reporter and noted no delivery issues with the pump. Troubleshooting indicated no delivery issues with the pump. Cs advised the reporter to continue monitoring the patient's bg and to contact the heath care provider (hcp) for assistance. The pump is reportedly not being returned and the patient continued to be on insulin pump therapy. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. It was not clear what caused or contributed to the patient's elevated bg.

Manufacturer narrative:
Follow-up #1 09/11/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: the pump data from the time of the event was not available due to continued patient use. The total daily dose correctly added and reflected the user programmed basal rates. Moisture was visible behind the display screen. A leak test was performed and found that the pump was leaking from the display lens. The pump powered on with audible tones and vibration but was unable to fully boot up and the display screen remained blank. The pump was opened and corrosion was found throughout the pump. Pump performance testing was unable to be completed due to the pump¿s inability to fully boot.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.